Event description:
The nurse injector called to report that the patient was treated with cosmoplast, and at the vertical lip line area; now has what looks like milia. It was stated specifically that this is not beading. Follow-up findings: a medical intervention was performed to remove the milia with a 30 gauge needle. The aspiration resolved the symptoms.

Manufacturer narrative:
Medwatch sent to FDA on 11/oct/06 device evaluation summary below: quality assurance has reviewed the device history records for this lot from finished product packaging to the mesh batch. All sterility, bioburden, pyrogen (rabbit) and lal testing was performed as required and all tests passed. During review of the device history records, no deviations were noted. Based on the review of the device history records, we find no assignable cause for this complaint.